Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, an aneurysm enlargement with type iiib and type ii endoleaks were detected by routine follow-up CT. The physician plans to re-intervene and will continue to monitor the patient. The patient is reported in stable condition, and there have been no additional patient sequelae reported.

Event description:
Additional information received confirming that the physician elected to treat the patient by implanting a bifurcated afx2 and suprarenal afx devices. In addition, clinical assessment identified that a possible type ia endoleak was present at the time of the reported event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of type iiib of the cuff and sac growth (4cm); this complaint is most likely device related (strata). The clinical assessment also determined that there was evidence to reasonably suggest a type ia endoleak prior to and after a new aortic extension was placed, which was not included in the event as reported. These findings were during review of the 75 month post implant angiogram. Procedure related harms included a type ii endoleak. The final patient status post endovascular intervention is not known. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. (B)(4).